Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that her one touch ultra mini meter powers off during use. The patient mentioned that the alleged issue with the meter began 7-8 days ago. Due to the alleged issue the patient was unable to test her blood glucose. Approximately 1.5-2 days later, the patient felt really sick in her stomach, was sweating all over, shaky and nauseated. She self-treated herself with food/drink and did not seek any further medical attention or contact her physician for assistance. The patient was not tested on another device. This is not the first time the product was being used, there was no misuse of the product and the alleged issue was not resolved over the phone even after the batteries were replaced. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, the patient was unable to test, later developed symptom suggestive of a serious injury and had to self-treat with food/drink.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.